Event description:
It was reported that during an unk procedure, 3 cases of staple line bleeding are mentioned. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. B3: exact event date unk, entered 1/1/2023 as no event date was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: could you please specify the product code for the device reported? Yes ec45a was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Yes there was a segment of the stomach that did not present staple line. How was the bleeding controlled? With suture. How much blood was lost (ml)? I don't have the information. Did the patient require a transfusion? No. Was there no patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There was no consequence for the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.